Event description:
Had the essure implanted (B)(6) 2013, since the procedure, I have had constant pelvic pain, extreme joint, knee, and back pain, a constant metallic taste in my mouth, headaches, constant dizziness and after being able to walk/jog 6 miles a day, I can barely walk one mile. I have excessive weight gain and extreme fatigue as well as unexplained rashes. My body is trying to reject a device that most doctors want to remove. I now am left with saving for a procedure that is more than (B)(6). At the rate I am saving, I will have to deal with these horrible side effects for years.